Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 134mg/dl. During troubleshooting, the customer stated the insulin did exit the tubing. The customer stated the pump alarmed during manual prime. The customer was advised the insulin pump will be replaced and revert to backup plan.